Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 56 mg/dl and her blood glucose was 77 mg/dl. Customer stated, she received low glucose alerts and the and the insulin pump went into threshold suspend. Threshold suspend limit is set up at 60 mg/dl. The customer was advised to turn the sensor feature off and back on and reconnect to old sensor. She treated with food and calibrated when blood glucose was 92 mg/dl.